Event description:
Please refer importer report#: (B)(4).

Manufacturer narrative:
We did some troubleshooting with the customer and found that the issue was with the vga cable. After installing the cable, the issue was resolved.